Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, and inappropriate shock. The noise was able to be reproduced in ambulatory with evocative maneuvers. Automatic setup was performed, and the suggested vector was the secondary vector although the device was programmed to primary vector. The healthcare professional changed the programming settings to secondary vector and performed the evocative maneuvers which apparently lead to less noise interference. Data analysis was performed, and boston scientific technical services indicated that several noise markers were detected, suggesting the patient was doing some sort of activity. Low r-wave was noted, and boston scientific technical services provided additional troubleshooting options along with programming suggestions. The local boston scientific representative will pass the recommendations to the healthcare professional. No adverse patient effects were reported. This device and electrode remain in-service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, and inappropriate shock. The noise was able to be reproduced in ambulatory with evocative maneuvers. Automatic setup was performed, and the suggested vector was the secondary vector although the device was programmed to primary vector. The healthcare professional changed the programming settings to secondary vector and performed the evocative maneuvers which apparently lead to less noise interference. Data analysis was performed, and boston scientific technical services indicated that several noise markers were detected, suggesting the patient was doing some sort of activity. Low r-wave was noted, and boston scientific technical services provided additional troubleshooting options along with programming suggestions. The local boston scientific representative will pass the recommendations to the healthcare professional. No adverse patient effects were reported. This device and electrode remain in-service.